Event description:
According to the reporter, the patient's blood glucose level rose to greater than 400 mg/dl while wearing the pod over 48 hours. The patient reported the omnipod app displayed "high". The patient confirmed that the cannula was inserted into the infusion site. When removed from the infusion site (abdomen), the pod's cannula was found to be bent, and blood was noted on the adhesive. No treatment information was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported bent cannula or if it contributed to the condition of hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone11.8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.